Manufacturer narrative:
(B)(4). Batch # p5715k. The initial report was submitted on 9/21/2017 with a due date of 9/24/2017. Due to an issue with the FDA esg or cdrh emdr processing system the week of september 17, 2017, the report was not received in a timely manner. The report was stuck in ack 2 of ack 3 status and after internal communication with the FDA, it was determined the report should be resubmitted. Since the initial was originally submitted, the device has been received and analyzed. All information has been included in this report. Additional information was requested and the following was obtained: how was the leak controlled? How was the procedure completed? The procedure was completed by obtaining a new staple load and continuing with the stapling of the tissue. Did the post-operative care change based on the leak? No information did the patient have an additional tests or procedures related to the leak (additional lab work, re-operation, scoped)? No information what is the current status of the patient? No information. Device evaluation: the analysis results showed that the tlh90 device arrived with the bottom piece of the handle broken off with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. It is possible that the damaged on the handle was due to an improper handling of the device. For better usage reference please see the "instructions for use" the batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic hemicolectomy procedure the device fired but did not have the staples pre-loaded in it as expected. The bowel was transected and leaking, but there was no blood loss. It was unknown how the transection was repaired, but it extended the procedure by approximately 30 minutes. The patient has been discharged and is still under evaluation. There have not been any post-op complications. There were no patient consequences reported.